Manufacturer narrative:
A follow-up report will be submitted once the investigation has been completed.

Event description:
The skull clamp in an imris head fixation device was reported to slip during use in a procedure, which caused a 2-inch laceration on the patient's skull.

Manufacturer narrative:
No performance or mechanical issues in the device were found during on-site investigation by an imris engineer at the facility. An imris clinical applications specialist subsequently visited the site and recieved information that the laceration did not require stiches or suturing; however, further details and information regarding the event and how and when it occurred were requested but not provided. Preventive maintenance records for the site were reviewed and no discrepancies with respect to the head fixation device or associated linkages were identified. Based on imris engineer's and clinical specialist's assessment while on-site, the probable cause is likely related to unintentional user error.